Event description:
A customer reported a system message displayed during a vitrectomy procedure. An alternate unit was used to complete the procedure with no impact to the pt.

Manufacturer narrative:
The company rep examined the system and confirmed the system message reported. The company rep checked the 5v host module, cable connection and power supply and the system was found to be functional. Preventive maintenance was performed. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).